Manufacturer narrative:
Failure analysis found the unit with lcd puncturing through the isolating tape and making contact to the positive side of the battery tube. However, the unit passed the displacement, excessive no delivery alarm tests and currents are in specification. No unexpected failed battery test or blank display were noted during testing.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. He also stated that the insulin pump had a blank display and failed battery test. His blood glucose level at the time of the event was 292 mg/dl. He was advised that insulin pump will be replaced. The insulin pump will be returned for analysis.